Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins). An MRI technician called regarding turning the device off prior to MRI. The MRI tech reported that the patient's wife stated the device didn't work, it never worked. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative could not come and turn the device off prior to the MRI. No further information reported.